Event description:
Medtronic received information that at an unspecified time this soft-flow angled tip arterial cannula became undone at the connector site, and a crack/break/hole was observed at the connector site. The damage was not in the location of the sutures.the use of the device was unknown. There was no patient adverse effect associated with this event.

Manufacturer narrative:
Note: b.3. Date of the event is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.